Event description:
Customer reported tubing set check valve allowed fluid from the secondary line to flow in the wrong direction and enter the primary IV bag. The fault was confirmed in the biomed department. Although requested, no further information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product has been requested to be returned for evaluation and customer was provided a shipping label; however, to date the product has not been shipped. A follow up report will be submitted if further information is obtained. Lot history record review could not be performed, because no lot number was provided.